Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had button error appeared after clearing battery out limit. The customer¿s blood glucose was 170 mg/dl at the time of incident. Customer reported that they received battery out limit. Customer was able to clear alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened esc, act, up and down button dome switch (creased). No button error alarm during testing. Device received with all operating currents within spec and passed functional testing including the rewind, a21 error test and displacement test. No unlocked lcd keypad connector. No unexpected low battery alarm anomalies noted.